Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the jaws of the vasoview hemopro 2 would not open and the toggle switch felt tight. At that time, the metal wires detached from the jaws. The metal wire was retrieved. No harm to the patient was reported. A new device was opened to complete the procedure, resulting in an approximate total delay of 10 minutes. The pre-test was performed.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000522886, 3000521003, and 3000520630 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.